Manufacturer narrative:
Lumenis investigated the reported event by contacting lumenis foreign employee to obtain; patient treatment settings, patient information, patient photos, and sun exposure, which where provided. An examination of the subject device by lumenis technical engineer matter expert concluded the subject device power output operated within manufacturer specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis clinical director evaluated the reported patient treatment settings concluding:" in regards to the provided patient and treatment-related data, assessment of the skin condition and/or skin type seem inadequate and the parameters used for the treatment are not within manufacturer's guidelines. Fluence used, assuming the worst scenario of fine light brown hair which requires the most powerful settings, are 80% higher than presets (36j/cm² instead of 20j/cm²). The device was therefore subject to abnormal use by the operator. The patient sustained a serious injury that did not require any medical intervention. The adverse event may lead to permanent impairment." Furthermore clinical director stated:"besides fluence settings far beyond recommended guidelines, the unconventional use of steroids and preceding skin marking may have contributed to the adverse event." The professional concluded the root cause of the reported event to be operator error. Based on the information above, this complaint has been determined to be reportable per MDR decision tree.

Event description:
A lumenis foreign employee reported that one (1) patient sustained a edema, redness and swelling on face following treatment with a et handpiece lightsheer duet lumenis laser.